Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that one of their teeth is very loose. When they remove the aligners in the morning the teeth are straight. They can feel it moving back after the aligner is removed and by the bedtime it is behind the other teeth again. They can move the tooth themselves. Patient provided mobility video showing #23 with mobility present. Advised patient 14 day rest period. Advise patient to update with mobility video after rest period to evaluate if they need to see dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.